Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered a hole in the tubing which connects to line wm 6. The fse replaced the tubing and verified repairs per established procedures. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. The customer cleaned up the fluid leak following the laboratory's biohazard spill protocol. (B)(4).

Event description:
The customer reported fluid leaked from the blood sampling valve involving coulter lh 500 hematology analyzer. The fluid leak was contained within the unit. The customer had on appropriate personal protective equipment (ppe): laboratory coat, gloves, and eye protection at the time of occurrence. Patient results were not impacted. The customer did not come into contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.